Event description:
It was reported that this right ventricular (rv) lead had a high out of range, shock lead impedance (sli). This was discovered, because the device was beeping. The sli was reportedly in the 120 ohms range. The cause was not noted. The patient is being monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had a high out of range, shock lead impedance (sli). This was discovered, because the device was beeping. The sli was reportedly in the 120 ohms range. The cause was not noted. The patient is being monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated. Additional information was reported indicating that there was a suspected physiologic change around the rv lead coil. A 41 joule commanded shock was performed, and the impedance was about 107 ohms. The upper limit for impedance was changed to 200 ohms and the beep is programmed on for out of range impedance. The patient will be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.